Event description:
The user was unable to ligate a clip during a surgery. He/she checked the applier and found that the jaws were misaligned. Therefore, another applier was used to complete the surgery.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in april of 2020. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position thus we are able to validate this complaint. Further evaluation shows that the handle to jaw and knob rotation mechanisms are both dry feeling and sluggish. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling and lack of proper lubrication of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to ligate a clip during a surgery. He/she checked the applier and found that the jaws were misaligned. Therefore, another applier was used to complete the surgery.